Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s928u1ues4ayb3. Smartphone hardware: sm-s928u1. Cgm sensor type: g7.

Event description:
It was reported by the patient that they were left unconscious for 24 hours. It is unknown if the patient was treated for this issue or had to keep medical attention since patient did not provide the information. It was reported that the patient was trying to activate the pod when it started alarming.